Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that white suture was broken, and the ends were frayed. A manufacturing record evaluation was performed for the finished device lot number: 110l919, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection of the photo, the reported complaint was confirmed. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. It is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place have resulted in fraying; also, could be related to the handling of the device, when inserting through the bone tunnel, the white suture could have rubbed with the bone internal walls. As per IFU 111882 ream 4.5mm passing tunnel and graft socket, 2. If graft socket breaches cortex, use adjustable cortical xl implant to complete reconstruction, 3. Pass implant construct through the bone tunnels using the green-and-white-striped leading suture, 4. Flip the button on the cortex by pulling the green trailing suture and/or the graft. Confirm deployment by toggling leading and trailing sutures or by pulling on graft, 5. While maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated, 6. Fixate opposing end of the graft, 7. Cut the white adjustable suture. 8. Cut the green-and-white-striped leading suture, 9. Remove the green trailing suture. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional in colombia that during an unknown procedure on (B)(6) 2023, it was observed that the white suture on the rigidloop adjustable cortical implant, standard device broke off while raising the graft into the femoral tunnel. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: an empty package was received at the laboratory. The complaint device is not being returned. Therefore, unavailable for a physical evaluation. Since, the complaint device was not returned, we cannot determine, a root cause for the reported failure. If the device is received in the future. We will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed, for the finished device lot number#: 110l919. And no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family, as a means of monitoring the extent with, which this complaint is observed, in the field. D9: the package was received, without the device. And therefore, this field has been updated, to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.